Event description:
During an esophagogastroduodenoscopy (egd), the physician used a triclip endoscopic clipping device. During the procedure, the clip detached in the open position. The clip was left to pass naturally through the gastrointestinal tract. Another device was used to complete the procedure. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Our eval of the returned device was unable to confirm the report as it was described. Only the clip introduction system was included in the return. The endoscopic clip was unavailable for eval. An endoscopic clip from our shelf stock was loaded onto the returned clip introduction system. The device was advanced through a simulated endoscope in a curved position (to simulate worst-case scenario). The clip closed and deployed without difficulty. The clip did not prematurely deploy. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our eval of the returned device. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conduct a full investigation because the endoscopic clip was not included with the returned device. The device functioned as intended using another endoscopic clip. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments. Add'l info provided with this report indicated the clip was not retracted into the outer sheath by guiding it manually into the catheter. The instructions for use for this product line advise the user to guide the clip into the outer sheath manually. This activity will ensure smooth clip retraction into the outer sheath and assist in avoiding premature deployment of the clip. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.